Event description:
Surgeon was repairing the pt's right quadriceps tendon. The 4.5 awl dilator tip used before placing an anchor broke off and was stuck inside the pt's bone. Md attempted to remove the foreign object. The tip of the dilator was removed with no injury to the pt. The doctor was able to continue on with the procedure.